Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the keypad buttons were less responsive than usual when pressed to activate pump functions. She said the up and ok buttons have lost their usual spring. The pt denied the pump was exposed to moisture. The keypad rubber was intact; however, the text was worn off.